Event description:
It was later reported that the right atrial (ra) lead was capped andreplaced due to no capture and undersensing. Ra lead dislodgement was confirmed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had high threshold and no capture. The lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).